Event description:
It was reported that during the implant procedure for the spinal cord stimulator (scs) trial leads, when the stylet was reinserted into the lead it broke through the side body of the lead and into the subcutaneous tissue. This caused pain to the patient. The physician replaced the damaged lead and the patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). The returned spinal cord stimulator (scs) trial lead was analyzed. Visual inspection found that the lead body is partially sliced. No cables are exposed at the damaged portion of the lead. The allegation of lead body damage was confirmed. Damage found on the lead is likely due to not following the instruction on how to how to use the insertion needle. Therefore, the probable cause selected is unintended use error caused or contributed to event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7296048, UDI: (B)(4).